Event description:
The pt's medical history included use of oral hypoglycaemic agents for the last seven to eight years. Concomitant medications were provided as follows: gliclazide and metformin for unk indications for use. The pt took human insulin isophane suspension 70% / human regular insulin 30% for treatment of diabetes mellitus beginning in 2005. On that same day, straight after starting human insulin isophane suspension 70% / human regular insulin 30% via humapen ergo teal/clear pen body (lot 180203), the pt's blood sugars were not controlled. The pt had high blood sugar levels while she was on the humapen ergo for 16 days. The pt wa hospitalised for 3 days due to diabetic ketoacidosis. The symptoms of diabetic ketoacidosis were observed for 11 days after beginning use of the humapen ergo onwards. On the final day of humapen ergo use, the humapen and human insulin isophane suspension 70% / human regular insulin 30% was stopped and the pt was shifted to human mixtard vials. The pt's blood sugars were controlled thereafter and she recovered within two days. The reporter stated that the plunger was jammed as the pt refrigerated the humapen. As a result an accurate dose was not delivered and the pt experienced diabetic ketoacidosis. The person operating the device was the pt. It was not known whether the pt was trained to use the device. The humapen ergo teal/clear pen body was returned to the MFR for further eval. This humapen ergo complaint is associated with cid00345518 and cid00350336. According to the reporting physician, the diabetic ketoacidosis was related to the humapen ergo and human insulin isophane suspension 70% / human regular insulin 30%.